Event description:
Boston scientific crm received information from a clinician that this pacemaker exhibited erratic magnet rates over a trans-telephonic monitoring (ttm) session. The device was explanted due to suspected performance issue based on these erratic magnet rates. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.